Event description:
It was reported that the customer was hospitalized several times, due to low blood glucose. On (B)(6) 2003, customer was driving and got into an accident. Her blood glucose was not known. Customer stated that the cause of the low blood glucose was being pregnant and that her body would not tolerate insulin normally. She further stated she would get diabetic seizures when pregnant. Customer was hospitalized with unknown low blood glucose on (B)(6) 2012. On (B)(6) 2013, customer also experienced low blood glucose, wrecked a car, and became coherent after being given sugary drinks. Her blood glucose was under 30 mg/dl. It was not stated whether the customer was wearing the insulin pump at the time of each hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.